Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having low voltage and power cable disconnect alarms. The patient had black power cable integrity breakage on their system controller, with no visible wire damage. New batteries and battery clips were used but the alarms did not resolve. The system controller was exchanged to the patient's backup. Log files contained multiple odd power cable disconnect alarms while the patient was on battery power that appeared to be a result of rsoc invalid flags. Log files also indicated that the power module patient cable voltage during the data download was far below specification. After exchanging the system controller, replacing the battery clips, rotating through all 8 batteries, cleaning the battery connection, the patient continued to have low voltage alarms. The patient stated that when they jiggle the batteries, the chirp goes away. Additional log files confirmed a weak connection on the white power cable only while on battery power.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect/low voltage alarms was confirmed via the log file; however, the reported event of the system controller¿s black power cable being damaged was not confirmed. The log file captured several atypical powers cable disconnect and low voltage alarms which both appeared to have been caused by the voltage within either power cable fluctuating below the alarm threshold. The alarms resolved when power was restored to the system, and the alarms did not prevent the system from operating as intended. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect/low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.